Manufacturer narrative:
The referenced device was returned to the repair center. The evaluation confirmed the customer¿s reported issue as the image is completely black attributed to a defective (bi) board. A review of the concerned device¿s repair history shows no repair records in the past year. The cause of the defective bi board is unknown. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (osh) was informed that the customer high-definition liquid crystal display¿s image goes blackout¿ following a procedure. There was no delay as the intended procedure was completed using the same equipment. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the printed circuit board failure could not be determined. Olympus will continue to monitor field performance for this device.